Event description:
Doctor was performing a kidney tumor ablation when the emprint microwave ablation generator faulted 4 times during a 10 minute ablation treatment. The generator could not output the prescribed wattage.